Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00mm x 30mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another balloon, and no patient complications were reported.